Manufacturer narrative:
The sample was discarded following explantation and therefore was not returned to the manufacturer for evaluation.

Event description:
Physician implanted an lvad on 9/21/2006. Bleeding issue was addressed, but surgeon realized that the patient was bleeding through the hemashield graft (leaking was observed along the length of the graft). The physician wrapped the graft (in hemashield) to stop the bleeding. The lvad was eventually explanted and patient is doing fine.